Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painfull cramp') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("bad period cramps"), scar ("scarring") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysteroctomy). Essure was removed. At the time of the report, the abdominal pain lower, dysmenorrhoea, scar and restless legs syndrome outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, restless legs syndrome and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case: (B)(4) , hence this case: (B)(4) should be deleted from argus central. All information was transferred to retention case: (B)(4). Events, reference details, source documents were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painfull cramp') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("bad period cramps"), scar ("scarring") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysteroctomy). Essure was removed. At the time of the report, the abdominal pain lower, dysmenorrhoea, scar and restless legs syndrome outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, restless legs syndrome and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media information received: new event restless leg was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painfull cramp') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("bad period cramps") and scar ("scarring"). The patient was treated with surgery (hysteroctomy). Essure was removed. At the time of the report, the abdominal pain lower, dysmenorrhoea and scar outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Case became incident. Removal details updated. Event scarring was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.